Manufacturer narrative:
Results- visual inspection of the returned product showed that one lens haptic was torn off and missing and the lens optic is torn in half. Clear surgical residue/debris on the product. Conclusion- based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a aq2010v three piece silicone lens and the lens haptic tore off. No patient injury was reported.